Manufacturer narrative:
(B)(4). Conclusion code: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a spine procedure on (B)(6) 2015 and suture was used. The needle popped off of the suture while suturing fascia. The procedure was completed with no patient consequences reported. No additional information is available.